Manufacturer narrative:
Testing of actual/suspected device: during a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered a defective bp transducer adapter cable. To fix the issue the fse replaced the cable and then the bp waveform returned and the fiber optic sensor test passed. Completed pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated is (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6), biomed.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), it was observed that the cardiosave intra-aortic balloon pump (iabp) had a defective bp transducer adapter cable, and was not displaying bp waveform during fiber optic sensor test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6, h10.

Event description:
N/a.